Event description:
A malfunction was reported on a pump by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided information for resetting the pump, assisted the customer with the reset, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reoccurs.